Manufacturer narrative:
The patient's age, gender, weigh and date of event estimated since the actual information was not provided. No sample or lot number provided so DHR review and sample evaluation not possible. It is not known how or if the hollister anchor fast guard caused or contributed to the reported extubation and skin breakdown. The IFU precautions state to reconfirm position, depth of intubation, and patency of the et tube or other airway device during and after any change in the patient's head, neck, or body position, or any change in the location of the fixation device. Use caution during patient movement and/or repositioning to avoid dislodging the et tube.

Event description:
A hospital reported to hollister during a focus group that they had three accidental extubations and some skin breakdown on the cheeks on covid patients in the prone position while using the hollister anchor fast guard to secure the oral endotracheal tube. The hospital did not have any more details as it happened a while ago. This MDR is the third of three.